Event description:
On (B)(6) 2013, the pt began noticing increased pain in her lower back and saw stained bedsheets. On (B)(6) 2013, the pt was seen by the surgeon's pa-c in the clinic. She had approximately a 3cm area of the distal wound which was drained purulent material. There was some erythema around the area. Otherwise, no evidence of deep infection or tracking wound. At that point in time, it was felt best to admit the pt to the hospital and schedule an I&d. She was admitted and an MRI was done. This showed an infection of the subcutaneous tissue. It did not appear that the infection tracked deep.

Manufacturer narrative:
Investigation: review of device history records was only possible on the ligapass device (b08106010). Compliance with required specifications was found. The lot number of the other devices was not provided. The investigation could not lead to define the precise root causes of this adverse event. This event appears to be infection. The root cause could not be precisely determined with the info collected. Implants used in surgery included: b02214540 - polyaxial screw 4.5mm x 40mm. PMA 510k - k062136 - b02215530 - polyaxial screw 5.5mm x 30mm; b02215535 - polyaxial screw 5.5mm x 35mm; b02215540 - polyaxial screw 5.5mm x 40mm; b02216530 - polyaxial screw 6.5mm x 30mm; b02216535 - polyaxial screw 6.5mm x 35mm; b02216540 - polyaxial screw 6.5mm x 40mm; b02216545 - polyaxial screw 6.5mm x 45mm; b02216550 - polyaxial screw 6.5mm x 50mm; b02217560 = polyaxial screw 7.5mm x 60mm. PMA 510k - k123138 - b02130005 - nut; b02236001 - standard connector for 6mm rod. PMA 510k k082577 - b99100210 - derotation connector. PMA 510k - k083308 - b02236040 - offset connector for 6mm rod. PMA 510k k112736 - b08106010 - ligapass lot 12e0134 expiration date 05/2017.